Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, a cartridge change error message occurred. Customer's blood glucose level ranged from 139-177 mg/dl. The customer reverted to manual injections for insulin therapy.